Event description:
The customer reported having low blood glucose and being treated by the paramedics. The blood glucose reading was 28 mg/dl. The customer did not treat his low blood glucose prior to bedtime. Troubleshooting was not performed because the insulin pump was unresponsive to clear an error alarm. Advised customer to remove the battery and go to his back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and had unresponsive buttons as a result of the activate button dome switch being flattened. Also, the keypad traces were corroded. Further testing was not performed due to the keypad anomaly.